Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient for cardiac arrest, the device failed to discharge. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that the patient subsequently expired, however, it was not a result of the reported malfunction.